Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 30 mg/dl; cause was unknown. Reportedly, the customer experienced a seizure and memory loss. Customer was treated with intravenous fluids of saline to address the bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. A system check was performed, and it was found that the customer was using off label insulin (ademolog) within the pump supplies. Tandem technical support educated the customer on insulin labeling.